Manufacturer narrative:
The glucose hk gen.3 reagent expiration date was not provided. The cobas 6000 c501 module serial number was (B)(6). The qc was acceptable. The field service engineer (fse) verified the reagent probes' alignments, the gear pump pressure, the cell covers, and the reaction cells. He also verified the reagent and the sample probes' position, the external washing, and the rinse unit. The fse then found that the sample probe rinse station had a contamination clot. He cleaned it and performed maintenance with successful results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas 6000 c501 module. Initial result: 163 mg/dl. The patient questioned the initial result as it didn't correlate with their hba1c result. Repeat result: 83 mg/dl. The repeat result correlated with the hba1c result.